Event description:
It was reported that the patient experienced breakthrough spasticity symptoms and the pump system was replaced. No further information was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient experienced intermittent episodes of feeling "tightness." The device was explanted and replaced. The device was returned to the manufacturer for analysis. The patient recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6). Product type catheter product ID, 8590-1 lot# n161686 serial# implanted: 2008 (B)(6), explanted: 2012 (B)(6). Product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The catheter was returned segmented, but passed all testing. No significant anomalies were found with the catheter.